Manufacturer narrative:
Additional suspect device: model number sc-2352-70; linear 3-4 lead 70 cm; serial number: (B)(4).

Event description:
It was reported that the patient had lost some of the pain relief she previously had from her stimulator. An x-ray was taken which confirmed that one of her leads had migrated. It is not know which one of the leads migrated. The patient underwent a lead replacement procedure and the lead that migrated was replaced. The explanted lead was discarded and will not be returned. The patient was doing fine post-operatively.